Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 14-feb-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, a technical support specialist (tss) dialed into the server and confirmed that the station was communicating properly with current upload date and time. Then the tss accessed the station and verified that it was not in disconnected mode, with no disconnect icon on the screen, and confirmed all required services were running normally. Further the customer confirmed that the issue was internal and the device was communicating properly and requested case closure. The system functioned as intended after the technical support specialist verified the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the medsurg device lost communication and did not recover after reboot. The failure occurred during a narcotic inventory count, resulting in an inability to continue device operations. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.